Event description:
It was reported that bd male ll adaptor had foreign matter. The following information was received by the initial reporter with the following verbatim in speaking with the deka design engineer they explained the anomaly is likely caused by debris on the pin and suggested preventative maintenance should be conducted the tool to eliminate this anomaly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported blemishes and returned photos of the incident. The physical samples were received by the manufacturing site, north america molding center (namc). The samples were investigated, and the complaint of blemishes was confirmed. The root cause for the condition is needing to better clean/polish the cores. Since this complaint batch the mold has had preventative maintenance performed on it on 02 aug 2024. Namc performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured, and released according to applicable procedures and specifications. Quality notification query for the reported condition was performed, and no history of the defect was detected/and 0 quality notifications were reported for this condition.

Event description:
Material #:1001-062-004. Batch#:4149698. It was reported by customer that the deka design engineer they explained the anomaly is likely caused by debris on the pin and suggested preventative maintenance should be conducted the tool to eliminate this anomaly. Verbatim: rcc received a complaint via email. In speaking with the deka design engineer they explained the anomaly is likely caused by debris on the pin and suggested preventative maintenance should be conducted the tool to eliminate this anomaly.